Event description:
The customer reported obtaining an erroneously elevated access accutni (troponin I) result above the acute myocardial infarction cut-off, for one (1) patient, involving the access 2 immunoassay analyzer. The customer released the result out of the laboratory and the patient was admitted to the hospital. However, the customer could not confirm if the erroneously elevated accutni result was the reason for the admittance. The customer repeated the patient sample on the original access 2 analyzer and obtained an accutni result within the normal reference range. All system parameters including quality control (qc), calibrations, and system checks performed within the assay/instrument specifications prior to the event. The customer performed a system check on (B)(6) 2013 as a troubleshooting measure and the washed portion failed due to an elevated coefficient of variation (%cv). The customer replaced the aspirate probes and the system check passed within specifications. The sample was collected in a 5.0 ml lithium heparin plasma tube and centrifuged at 3351 rpm for 3 minutes. The customer did not note any sample integrity issues associated with this event. Access accutni reagent lot #326098 was used in conjunction with the access 2 instrument.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a build-up of dried wash buffer within the wash wheel which likely led to splashing within the reaction vessels (rvs) and incomplete washing. The fse proceeded to clean the wash wheel to resolve the issue. The fse also performed a major preventative maintenance (pm-a) on the instrument and verified the repair as per established procedures. Results: failure mode of the event is likely attributed to the build-up of dried wash buffer at the wash wheel.